Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade I, swelling/edema, ptotic tissue, visibility/palpability.

Event description:
Healthcare professional reported right side "larger than the left", "capsular contracture baker grade I", "ptotic tissue", "mild background parenchymal enhancement", "leaking breast", "deformity" and "intracapsular rupture of the silicone implant". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ rupture: observed broken device assessed as unidentified (tear) opening (no shell thickness due to opening is in patch/shell bond edge). ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ edema: unable to observe as it is not related to the manufacturing process. ¿ visibility/palpability: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side "larger than the left", "capsular contracture baker grade I", "ptotic tissue", "mild background parenchymal enhancement", "leaking breast", "deformity" and "intracapsular rupture of the silicone implant". The device has been explanted and replaced.